Event description:
It was reported the ems was used during a not reported procedure. It was reported by the affiliate the staple would not deliver. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.48532. Date sent: 12/09/1998. D5,6; h4: info not available, device not returned for analysis.